Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle (rv) lead exhibited high pacing impedance. As the patient did not require ventricular pacing, the physician decided to cap the lead. The rv lead was capped on (B)(6) 2022. The patient was in stable condition.